Manufacturer narrative:
.

Event description:
It was reported via clinic notes received that a vns patient was having a slight increase in seizures. (Visit dated (B)(6) 2013) ¿the vagal nerve stimulator was interrogated. No indication of signal impedance or battery failure. However, due to a slight increase in seizure frequency, longevity of this current battery and the extended hours (greater than 15,000 hours), it is recommended that the vagal nerve stimulator be replaced to prevent exacerbation of further seizure activity.¿ since her last clinic visit, 6 months ago, she has recently shown a slight increase in seizure activity. For the most part, on demand stimulation with the vagal nerve stimulator helps bring her out of the seizure. Her AED serum levels were within normal limits. The patient will be scheduled for battery replacement on (B)(6) 2013. Good faith attempts are underway for further details about the reported event.

Event description:
It was confirmed that the prophylactic battery replacement took place on (B)(6) 2013. System diagnostics were performed without error and the newly implanted generator settings were set. The explanted device was returned on (B)(4) 2013 and is pending product analysis. No other information has been provided.

Event description:
Additional information was received the product analysis was completed on the generator, in the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.